Manufacturer narrative:
Should add'l relevant info become available, a f/u report will be submitted. The vivo 40 is an assist ventilator intended to augment the breathing of spontaneously breathing pts suffering from respiratory failure, respiratory insufficiency, or obstructive sleep apnea. The vivo 40 is not intended to provide the total ventilator requirements of the pt. The vivo 40 must be switched off and on at least once a day. This is necessary in order for the vivo 40 to perform a self test. The vivo 40 shall only be used by pts with spontaneous breathing.

Event description:
Breas medical has been informed that a vivo 40 ventilator used during hosp fiberscopy procedure suddenly stopped with a black screen and no audible alarm. There was no harm to the pt and the defective device was replaced by another one. The incident has been reported to (B)(6), ref no (B)(4).